Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. No failed battery test noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 4 and pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed multiple pump error alarms and battery error during self-test. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.